Manufacturer narrative:
Evaluation summary: the lens was returned adhered in dried viscoelastic to the biohazard bag interior surface. The optic is torn/cut into two portions, typical of insertion and removal. A lens bench evaluation could not be performed due to the lens cut into two pieces. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a non-qualified cartridge. The lens diopter is larger than the qualified diopter range approved for this lens model/cartridge combination. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined for the complaint. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the iol was exchanged because the iol power was too strong. Additional information has been requested.